Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a fall in november 2018 and had no symptom control since then. The caller stated they had changed the stimulation program and strength and the stimulation was not controlling the patient¿s symptoms. It was reported that the patient was feeling stimulation at the time of the call. The caller was redirected to the patient¿s healthcare provider. Additional information was received from a manufacturer¿s representative (rep) indicating that they spoke to the patient when they were at the doctor¿s office around the time frame of the fall. The rep noted they had not heard from the patient in over 6 months. The rep reported that there was nothing found with the device when they met the patient. The rep noted the patient began thinking some of their issues were from another procedure they had involving hardware. Additional information was received from a consumer. When asked for the circumstances that led to the lack of symptom control the patient reported this was their second ins and they were told the wires were more mobile to cover falls. The patient continued that after the fall they went to their healthcare provider who didn¿t call a rep, took an x-ray, and it showed the wire was possibly loose. The patient was told to turn it off and try botox with the healthcare provider. The patient stated they had no other choice, so they were waiting for the appointment with their healthcare provider for botox. The patient noted they were shown a pamphlet for a new ins and they were not interested in doing that and the healthcare provider said they had 95% correction with botox and their patients love it. No further complications were reported.